Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The treatment, cause, and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unreported date in (B)(6) 2013. It was reported that the patient experienced bacterial peritonitis. The peritonitis was manifested by stomach cramps, back pain, vomiting, loose motion and fever. Dianeal therapies were ongoing. The patient was treated with an unspecified antibiotic for fifteen days in dialysis bag (dose and frequency not reported). At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.